Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th september 2010 and performed to specification up to the 11th december 2011. On the 12th december 2011 the device records multiple manual power ups all under 3 minutes duration. These manual power ups may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turningn the device off via the on/off button. Multiple manual power ups of mainly ten minute duration were observed on the 24th august 2015.. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.